Manufacturer narrative:
Date of report: 28sep2021.

Event description:
The customer reported of getting the sensor auto zero failed error code. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
The data acquisition (da) printed circuit board assembly (pcba) was returned for failure analysis. No anomalies were observed during visual inspection. The da pcba was tested; the customer complaint was verified. The root cause was the pressure sensor u7 was drifting out of calibration.

Manufacturer narrative:
The authorized service personnel (asp) replaced data acquisition pcba. Passed performance verification tests.